Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the secondary tubing set separated at the drip chamber while in use on a patient. Unknown if event occurred before, during, or after infusion and unknown: fluid and/or medication in use.

Event description:
It was reported that the secondary tubing set separated at the drip chamber while in use on a patient. Unknown if event occurred before, during, or after infusion and unknown - fluid and/or medication in use.

Manufacturer narrative:
The customer's report that the tubing set separated at the drip chamber was confirmed. The separation was at the engagement of the drip chamber and tubing components. Inspection of the separated tubing end observed insufficient to no solvent traces. Dimensional analysis of the separated tubing end and drip chamber outlet spigot were observed to be within specification. The device history record for set model ms3500-15 lot 20013089 shows the set was manufactured on 18jan2020 with a total of (B)(4) units. There were no quality notifications issued during the production build of this set. The root cause of the separation was identified as insufficient solvent due to equipment and/or operator error.